Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, when doing PICC line dressing, noticed leaking on PICC site when line flushed. There was venous return. External length the same. Attended unit, PICC line checked with venous return but when flushed with 10mls 0.9% sodium chloride noticed leaking on PICC site. Dressing removed & flushed again & same happened, no swelling, no pain, no redness. PICC line removed aseptically, confirmed PICC fracture internally. For re-insertion of PICC line on thursday 19/06. Datix completed. Patient was due for treatment on (B)(6) 2025 but cannot get in for a new PICC insertion until (B)(6) 2025. There was no patient harm. PICC was inserted to the 4cm depth mark, trimmed to 46 cm, and inserted in the basilic vein. Catheter has been used for CT scan and does not have a history of needing to be unblocked. PICC used for irinotecan, calcium folinate, 5fu infusions. Indication used: sact.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue on the returned sample. A small longitudinal split was observed in the catheter tubing, and evidence of kinking was observed at the location of the split. A microscopic observation revealed the edges of the split to be straight and the fracture surfaces were observed to flat and granular in texture. The split was observed to align with a linear impression in the surface of the catheter tubing. Kinking of the tubing was observed in the area of the split; however, additional factors such as compressional and/or torsional forces may have also contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.